Event description:
In 2008, the sales representative reported that during a one level cervical procedure, the surgeon needed to use the restrictor plate removal driver on the last step of the surgical procedure to pop off the restrictor plate. The instrument got stuck to another plate on the back surgical table. After the scrub tech removed the instrument from the other plate, the instrument seemed to stick causing a 30 minute delay in the surgery. There was no report of patient injury.

Manufacturer narrative:
The device is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.